Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, found an issue with oxygen regulation. The device's oxygen blending module harness and oxygen blending module subassembly were replaced address the issues.